Event description:
The dental implant fx4310mlc was removed on (B)(6) 2017 due to loss of osseointegration 7 years and 10 months after implantation. The patient has history of hypertension, bruxism, and diabetes. The patient has been recovered without complication.